Event description:
Customer reported that after completion of sample results transfer to hospital system, they realized that wrong details had been entered on analyser. Customer also reported that they wanted to know if they could mask/block the "last patient" button from the entering patient details screen on the instrument. Customer indicated that they notified laboratory to amend the results from hospital system and the sample was repeated with the correct patient details being entered into rp405. Customer confirmed that neither patient was affected by this error. There was no report of injury due to this event.

Manufacturer narrative:
Siemens representative indicated that the system has now been configured to not have last patient come up on screen. Instrument is performing as intended.